Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer had two (2) non-recoverable faults. An intuitive surgical, inc. (Isi) technical support engineer (tse) noted that the system logs reflected error 319: node 198 is not present at start up. Node name: axes controller carriage (acc) universal surgical manipulator (usm) 4. The customer had power-cycled, twice, prior to calling tse, with no resolve. The tse had the customer perform an emergency power off (epo) and hard power-cycle, with no resolve. The tse then asked the customer if they could disable the usm 4 and complete the procedure with only three (3) arms. The customer elected to disable the usm 4 and continue. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the system¿s universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the reported complaint, 'non-recoverable 319 fault on axes controller carriage (acc).' The unit was installed on an in-house test system and failed in normal mode, as it generated an error 319 on the acc. Fa found a curled up, loose guide springs and damaged rolling loop fiber cable inside the spar link. Fa swapped with a new fiber cable and the error to not occur. After fa re-installed the original fiber cable, the unit triggered the error 319 on acc again.